Manufacturer narrative:
Product ID 8590-1, lot# n125245, implanted: 2007 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter (B)(4) .

Event description:
It was reported that the pump site was infected and there was an open wound at the site. Drainage/incisional wound opening and erosion at the device pocket occurred. In preparation of an explant, the healthcare provider (hcp) was reducing the baclofen dose. A pocket wash-out was done. The device system was used to deliver baclofen. It was later reported that a culture was done, per the managing physician¿s office. They did not know the organism, as an infection disease doctor was handling the event. There was an infection of some kind. The cause was unknown.